Event description:
A customer reported that unexpected negative reactivity was obtained on galileo echo (B)(4).

Manufacturer narrative:
A review of the image files showed that positive results were obtained with the screening assay. An antibody identification panel was performed and some test wells reported as negative visually appeared positive, suggesting that an anti-jka was present. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specifications. The reader was replaced and the camera was aligned. Qc and samples performed as expected. The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.